Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:strip issue, user is testing with expired test strips.

Event description:
Consumer reported complaint for lo blood glucose results. The customer is concerned with tests results from results obtained of lo results. The customer's expected fasting blood glucose test result range is 100-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 09/22/2017 and open vial date is 01/01/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:"lo. Customer states he does not know if the remaining results in the meter's memory are fasting or not and states the time and date was never set. Customer opened the vial of strips at the beginning of the year. Informed customer strips are expired.